Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they couldn¿t remember the actual bg level. The cause of low bg was unknown. The customer was disoriented and received third party assistance from emergency medical technicians (emts), who took the customer to the hospital and treated the low bg level with glucose. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.